Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing became detached and the blood glucose level on (B)(6) 2019 was reported to be high. The patient did not notice any damage when the package was first opened. No further information available.